Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead presented a dislodgement. The dislodgement was confirmed via latitude testing on clinic. The lead was successfully replaced with a new one. No additional adverse patient effects were reported.

Event description:
It was reported that this this lead presented a dislodgement. The dislodgement was confirmed via latitude testing on clinic. The lead was successfully replaced with a new one. No additional adverse patient effects were reported.